Event description:
A report was received that the patients trial procedure was aborted due to patient felt light headedness and dizziness. The physician does not believe it was device related and the said cause was patients anxiety.